Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "punches out of alignment". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required as it could not have prevented the reported failure. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer having consistent issues with the intermittent catheter individual wrappers. They stated either the pull tabs were completely missing and did not work or the wrapper holes were not cut in the right area. They would experience this every now and then a few years ago, but now it was almost every catheter they used. Per sample received on 20apr2023, customer returned additional intermittent catheter pcn#51814.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer having consistent issues with the intermittent catheter individual wrappers. They stated either the pull tabs were completely missing and did not work or the wrapper holes were not cut in the right area. They would experience this every now and then a few years ago, but now it was almost every catheter they used.